Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.

Event description:
The recipient reportedly experienced pain, redness, and soreness due to a displaced magnet following an MRI. On (B)(6) 2018, the recipient underwent re-positioning surgery.